Event description:
A customer initially reported receiving a "scan again in 10 minutes" message from the freestyle libre 2 sensor and a replacement sensor was ordered. The customer further reported that due to a delivery delay of the replacement device, he was unable to monitor glucose and began to feel dizzy and lost consciousness. After regaining consciousness, the customer self-treated with medicol (ibuprofen) and aspirin and had contact with a healthcare professional. The healthcare professional obtained a glucose reading of 180 mg/dl on a healthcare meter; however, additional treatment was not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported receiving a "scan again in 10 minutes" message from the freestyle libre 2 sensor and a replacement sensor was ordered. The customer further reported that due to a delivery delay of the replacement device, he was unable to monitor glucose and began to feel dizzy and lost consciousness. After regaining consciousness, the customer self-treated with medicol (ibuprofen) and aspirin and had contact with a healthcare professional. The healthcare professional obtained a glucose reading of 180 mg/dl on a healthcare meter; however, additional treatment was not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.